Manufacturer narrative:
Initial reporter phone no. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a stopcock in blister pack was leaking from an unspecified location. The fluid leakage was observed during patient infusion with sodium nitroprusside. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a stopcock in blister pack was leaking from an unspecified location. The fluid leakage was observed during patient infusion with sodium nitroprusside. There was no report of patient injury or medical intervention associated with this event. No additional information is available.